Manufacturer narrative:
The ventilator was inspected on site by our field service engineer (fse). The turbine module was found to be defective due to pressure transducer fail in pre-use check (puc). The fse resolved the reported failure by replacing it. It then passed all functional and safety tests and was released for clinical use. This can be confirmed in the provided logs. The turbine generates the inspiratory air gas flow and pressure from the surrounding air. The maximum turbine output pressure is dependent on the ambient pressure. The turbine module was then sent for further investigation. Visual inspection of the returned turbine module revealed no abnormalities. Simulated use testing of the turbine failed during the puc - pressure transducer test, causing error in the puc. The motor controlled printed circuit board inside the turbine module was then tested with another reference turbine without any issues. Therefore, the most likely cause of the reported problem is a faulty turbine. It has not been possible to carry out a more detailed investigation of the turbine and therefore the definitive cause cannot be determined. A correction of field # d1 brand name, # d4 version or model #.d1 ¿ brand name ¿ previous brand name: servo-air. Corrected brand name: base unit, servo-air d4 ¿ version or model # - previous version or model #: servo-air. Corrected version or model #: 6882000 # - previous unique identifier (UDI) #: (B)(4). Corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufactures reference ID: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).